Event description:
It was reported that intermittently, the 9600+ system will not boot up. It was noted that there was no fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lemo connector. The system was tested and found to be working as intended and placed back into svc.